Manufacturer narrative:
The unit was received with operating currents within specifications. The unit passed the self-test, unexpected restart error test, rewind, basic occlusion test, and displacement test. However, the unit was unable to be primed during the prime/compromised force sensor system test due to a faulty force sensor resistor. The unit had a cracked case at the display window corners, a cracked reservoir tube, and a minor scratched lcd window.

Event description:
A caller called to report that a medtronic insulin pump was donated to her. The caller's blood glucose level was unknown. The caller was advised to return the device back for analysis. Nothing further to report.